Event description:
It was reported that the power cord on the 6800 system was pulled out and the system intermittently will not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Installed a new single board computer (sbc). The system was tested and found to be working as intended and placed back into service.